Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use in the ICU, the "catheter broke close to the hub". As a result, it was removed from the male patient's jugular and a new kit was used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report that during use in ICU the "catheter broke close to the hub" was confirmed. One 3-lumen, 7fr x 20cm catheter was returned. Visual examination revealed that the catheter body was cut off 54mm below the juncture hub. The distal section of the catheter body was not returned. The sample was leak tested by injecting water into each extension line with the distal end of the catheter body occluded. Leakage was observed in the catheter body just below the juncture hub from both the medial and proximal lumens. Microscopic examination found a 1.5 mm long puncture mark in the catheter body. The instruction booklet states that the catheter should be prepared for insertion by flushing the lumens. No leaks were reported during catheter flushing. A device history record review was performed based on sales history and did not reveal any manufacturing related issues. Since it was reported that the catheter broke during use and no leaks were reported during catheter flushing/preparation, it appears that the catheter was damaged during insertion/maintenance. Therefore, operational context caused or contributed to this event. No further action will be taken.